Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The provided x-ray images evaluation found evidence of screw loosening. Therefore, based on the available information, device malfunction could not be verified and the reported event was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Manufacturer narrative:
(B)(4). Patient's age not provided/unknown; patient's weight not provided/unknown; reporter's email not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) loosened.